Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the self-test failed and red x. There was no reported patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the self-test failed and red x. There was no reported patient involvement. One processor pca was returned for failure analysis. The reported customer issue was duplicated in the lab. The processor pca initially bootlooped, and when retested, booted to the red x. This was cleared by running an op check, which passed. Both the bootloop and the log file data pointed to a wlfs error on the som pca.